Manufacturer narrative:
Concomitant medical products: product ID: 3537, serial#: unknown, product type: programmer, patient. Product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was unable to get her controller to go past 0.1 stimulation. Attempted to troubleshoot by lowering stimulation to 0.0 and raise and patient could not get it past 0.1 without the error message. This happened on both sides. Information received a day later patient stated she spoke with her representative whom asked her to remove her leads as they moved and are not working. Patient stated she removed her leads. The patient indicator for use was urge incontinence. No further complications were reported/anticipated.